Event description:
It was reported that in 2009, the pt had a pump refill. The pt then experienced overdose symptoms, including cognitive symptoms and somnolence. The pt was taken to the hosp. The hcp did another refill at the hosp, and it was determined that there was 3-4mls less in the reservoir than what had been put in at the office the same day. The hcp was concerned that the pump gave a 3-4ml bolus of fentanyl. The pump was replaced. The pump contained fentanyl 5000 mcg/ml. The pt's outcome was reported as "recovered without sequelae".